Event description:
Patient was preparing to undergo embolization procedure for thoracic aneurysm using penumbra ruby coils. Prior to use on the patient, the physician noted the coil would not come out of the tip of the sheath.

Manufacturer narrative:
Results: the coil appears to be slightly stretched from the proximal end of the coil to the distal tip of the distal detachment tip (ddt). The distal end of the sheath appears to be slightly pinched approximately 9.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that the coil would not come out of the sheath. After evaluating the returned product it appears the coil was stretched form the ddt and the distal tip of the sheath was pinched. Since the sheath was pinched, the inner diameter (i.d.) Became smaller than the product specification, which made it difficult for the coil to advance distally. The cause of this damage cannot be directly determined but may have occurred due to improper handling when during use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.